Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced an adhesive event with an infusion set that got detached from the body after being used for one day. Patient replaced infusion set and resumed insulin successfully. No further information available.